Manufacturer narrative:
(B)(4). Although the cassette was not returned, the home patient (hp) reported a loose connection between the heater line and the solution bag which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell five of five. During troubleshooting, it was found that the heater bag had a loose connection and was leaking. The technical service representative (tsr) advised the hp to finish therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.